Manufacturer narrative:
Patient identifier is unknown. The complainant stated that the device will not be returned; therefore, analysis of the device cannot be completed, and the root cause of the reported issue cannot be determined. The physician was performing a bone ablation. The directions for use (dfu) document indicates that the rf 3000 radiofrequency and soloist single needle electrode are intended to be used for thermal coagulation necrosis of soft tissues, including partial or complete ablation of nonresectable liver lesions. The device is not specifically indicated for radiofrequency ablation of the bone. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The account indicated that the patient was under anesthesia for an extended period of time due to this issue. However, clarification was provided which revealed that the post procedural pain and swelling was within the normal range for an osteoid osteoma ablation. Reportedly, the patient had a very small nidus, but the osteoid osteoma was larger than the nidus and consisted of a large osseous matrix with thickening of the tibial bone. The physician felt that the combination of the small nidus and the thick surrounding osseous matrix was a possible cause for the error.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2011-00190 and 3005099803-2011-00192 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and two soloist single needle electrodes were used during a bone rfa (radiofrequency ablation) procedure of an osteoid osteoma in the left tibia. According to the complainant, while attempting to ablate the osteoid osteoma, a generator error (e02) occurred. Solution was added to the channel, but the error remained. A second soloist electrode was then used, but the error recurred. The procedure was completed with a different device. The account reported that there were no visible issues with either soloist single needle electrode. The patient's condition at the conclusion of the procedure was reported to be stable. However, immediately after the procedure, the patient had swelling and after awaking from intubation narcosis, the patient experienced some pain. At this time, it is not known if the described symptoms were unexpected or beyond what was anticipated for the procedure, or if any treatment was required. The patient was discharged from the hospital 24 hours post-procedure.